Manufacturer narrative:
Complaint is confirmed. One unpackaged (B)(6), serial/batch number (B)(6), was received for investigation. Visual evaluation found that the glenoid trial, large central peg broke off before being accepted for evaluation. Therefore, the fragments generated during the event were not returned for analysis. Multiple burrs and gouges were observed on the device. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion/use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-9236-03pp univers vaultlock glenoid trial broke while being impacted in; all broken fragments were removed. This was discovered during a tsa procedure on (B)(6) 2023. Case was completed successfully without further issues.